Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
The patient reported that the implantable neurostimulator had not been working, and the patient had been having bladder symptoms since at least a year prior to the report or at least towards the end of 2014. It was indicated that the patient went through a court x-ray screener and had not shut off the ins. The device stopped working, and the patient didn't feel stimulation after that event. The patient could not check the ins at the time of the report due to poor communication on the patient programmer. It was noted that the programmer had not been working. The patient had tried replacing the batteries, but that did not resolve the issue. The patient did not use an antenna since they never received one; an antenna was sent to the patient. Placing the programmer directly over the ins and turning the programmer on off/on did not resolve the issue. It was noted that the patient was scheduled to go to the hospital for a knee replacement that was unrelated to the device. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.